Event description:
In this event a doctor reported that a stylus handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was verified through production and quality testing. The returned handpiece was tested by mfg. Personnel and failed free speed and cut requirements. Quality personnel then investigated the handpiece. The handpiece exhibited maximum temperature of 57.7c degrees during free run testing. Poor lubrication practices of the head cavity most likely caused lodging of the outer race of the set inside of the cap which led to set instability. This frictional contact most likely led to the heating of the cap area, failure of all cut testing and ball pocket wear/cracking of the cap end bearing retainer. All components looked dry with no sign of lubrication present.